Manufacturer narrative:
Evaluation: our laboratory evaluation of the product said to be involved, confirmed the report of a severed balloon. Approximately 10cm of the balloon's distal section has severed and detached from the remainder of the balloon device. The severed area is jagged in appearance. Both the detached balloon section and balloon device were included in the return. No portion of the balloon material is missing. This observation suggests excessive pressure had been applied to the balloon, perhaps when attempting to remove it from the accessory channel of the endoscope during use. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed during our laboratory analysis. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusion: a definitive cause for this observation could not be determined, because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Balloon breakage and separation can occur if a compromised balloon is removed forcefully from the endoscope. The instructions for use contain the following caution: "a compromised balloon may prohibit removal from the endoscope accessory channel. Removal of the endoscope along with the compromised balloon may be required." This activity helps the user avoid resistance created by the compromised balloon when attempting to remove the balloon device from the endoscope. Once the endoscope and balloon are removed simultaneously from the patient, the user may cut the balloon catheter next to the end of the endoscope to facilitate easy removal from the accessory channel. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a visual examination to ensure device integrity. Corrective action: no corrective action warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic procedure, the physician used a cook endoscopy hercules 3 stage esophageal balloon. The balloon broke into two pieces during use. One piece remained attached to the balloon device, and the other piece detached inside the patient. The detached section was removed from the patient. Several attempts were made in an attempt to collect additional information regarding method of removal and patient impact. The complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event.